Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. It also had a cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, scratched display window and missing end cap sticker.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm and the buttons would not respond. The blood glucose at the time of the incident was 297 mg/dl. It was stated that the device was not exposed to moisture and they were unsure if a button was pressed for 3 minutes or longer. The device was returned for analysis.